Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
Caller reported compact plus blood glucose results: 66 mg/dl 09:00 am. Self-treated hypoglycemia symptoms by eating toast. 258 mg/dl 10:00 am 103 mg/dl 10:02 am 119 mg/dl 10:04 am 133 mg/dl 10:14 am 126 mg/dl 11:30 am reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Event description:
It was reported that during an unknown procedure, the device would not staple but cut. Upon the firing of the device on the cardia with an green reload (4th reload), the stapler cut without stapling. The injury was closed in emergency with manual sutures. A high risk of postoperative fistula is mentioned. We are expecting further detail on the patient status.

Manufacturer narrative:
(B)(4). The analysis found that the ec45al device was received in good visual condition and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.